Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/apr/2017 and 24/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, deformation and cloudy color. A microscopic analysis was performed which identified: no other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases are observed but have no relationship with manufacturing. The reported events of capsular contracture and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii-IV and device migration. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii-IV and "implant moving to breast upper pole", breast folds, breast hardening, and nodule. Patient was treated with montelukast 10mg 1x/day for 2 months, without improvement. The device has been explanted.